Event description:
It was reported post percutaneous coronary intervention an 8f angio-seal was successfully deployed to close the arteriotomy site. The next day the pt experienced a loss of pulse; an echo revealed a vessel dissection and thrombus formed around the angio-seal anchor. The pt underwent surgery for revascularizaton of the leg. The angio-seal was removed. The pt was reportedly recovering.